Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are unresponsive and the screen stays blank. The blood glucose reading is 98 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected fading screen, blank screen or numbers ramping or scrolling on their own noted. Pump passed self test, the back light functioned properly and received with normal operating currents. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.